Manufacturer narrative:
The subject device was returned to omsc for evaluation. In the evaluation, omsc found the followings. As a result of the combined evaluation with the subject device and the maj-2358, the maj-2358 does not contact with the ultrasonic transducer of the subject device if the maj-2358 is attached correctly. There were scratches, tears, dents, and glue peeling in multiple places when the damage on the ultrasonic transducer of the subject device was observed using a microscope. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based on the evaluation, there was the possibility that this phenomenon was attributed to the user handling that rubbing hard, pulling, brushing with excessive force, and so on was applied continuously to the distal end of the subject device in the normal use including the reprocessing, and was not attributed to the maj-2358. Olympus stated the appropriate handling of gf-uct260 and the counter measures against abnormalities in the instruction manual of gf-uct260.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the ultrasonic transducer of the subject device was damaged (partially peeled off). The user facility stated that this phenomenon might be attributed to a connecting tube (maj-2358) that was used with the subject device. There was no report of patient injury associated with the event.